Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she kept receiving drain line is blocked alarms and was not able to get past it. The patient's treatment was cancelled and after removing the cassette the patient stated that there was fluid leaking out of the back of the cassette and inside the cycler. Patient confirmed that there was fluid inside the pump module. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she kept receiving drain line is blocked alarms and was not able to get past it. The patient's treatment was cancelled and after removing the cassette the patient stated that there was fluid leaking out of the back of the cassette and inside the cycler. Patient confirmed that there was fluid inside the pump module. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation. The lot number was unknown.